Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to motion artifact. This s-ICD was reprogrammed. Subsequently, the patient received an additional inappropriate shock due to oversensing. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, this subcutaneous implantable cardioverter defibrillator (s-ICD) therapy was programmed off. This device remains implanted. No additional adverse patient effects were reported.